Event description:
Customer reported that the instrument reported approximately 20 urine samples as having white blood cells (wbc) results as small but the visual results were large. There was no report of injury for this event.

Manufacturer narrative:
The cause for the discordant white blood cells (wbcs) results is unknown.